Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery. The lesion was pre-dilatated with a 2.5x12mm unspecified balloon. A 3.0x23mm xience alpine stent delivery system was deployed at 10 atmospheres. Post dilatation was performed with a 3.0x12mm non-compliant balloon at 18 atmospheres and an edge dissection was observed. A new 3.5x18mm xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.